Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose. During troubleshooting, tandem technical support (cts) discovered the customer was using pump supplies beyond labeling and the customer was not properly completing the air flow extraction step. Cts educated the customer on proper air flow removal and cartridge/insulin labeling. Reportedly, the customer continued to use the pump for insulin therapy.